Event description:
It was reported that before use, during the attempt to remove the 2.5 x 20 mm rx trek balloon catheter from the plastic hoop, the hypotube was found to be separated in two pieces. There was no resistance noted during removal of the balloon catheter from the hoop. There was no visible damage to the cardboard box or the hoop noted. A new 2.5 x 20 mm rx trek balloon catheter was used to complete the procedure. There was no patient involvement with the device and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.